Manufacturer narrative:
Investigation details connectivity data from the customers ortho vision ID mts analyzer was retrieved and analyzed by ortho gtsc. This analysis was able to determine the patient sample was manually scanned and manually placed into the incorrect position on the analyzer sample rack. It was also determined that the customers analyzer posted a condition code ('sample ID is not unique' error) further confirming that mismatched sample assignment is the assignable cause of the customers issue. The customers analyzer functioned as expected. No further investigation was performed on this incident. The assignable cause of the discrepant positive rhd typing result obtained by the customer is likely user error, associated with the patient sample being manually scanned and placed into the incorrect position on their analyzer. In mitigation of the use error the ortho vision ID-mts analyzer reference guide states under the assign to position section: "danger: mismatched samples, reagents, or diluents may result in incorrect results. Remove the appropriate rack from the load station. Enter the sample ID, reagent ID, or diluent ID in the appropriate fields on the screen, as needed. Verify all sample, reagent, or diluent positions are correct through the software screen diagram before starting sample processing." No further complaints of this type have been received from the customer site since the time of the reported event.

Event description:
Cms (B)(4), windchill (B)(4) on (B)(6) 2024, a customer contacted the ortho global technical solution centre (gtsc) to report what was described as a discrepant positive reaction in rhd typing on their ortho vision ID mts analyzer (serial (B)(6) equipped with software version 5.15.0. Date of event: 02 december 2024. Awareness date: 04 december 2024. Complainant/complaint reporter: (B)(6) - medical technologist reported on (B)(6) 2024 by the customer to the ortho gtsc. Reagents: not provided. Patient history: not provided. The customer reported that, on (B)(6) 2024, they had tested a patient sample twice for abo forward typing on their ortho vision ID mts analyzer, and that they had obtained an a(abo1) rhd positive result initially, and an a(abo1) rhd negative result on the second occasion. The customer reported that, on the same day, they re-tested the same patient sample using the same reagents and analyzer, and that they had obtained an a(abo1) rhd negative result. The customer reported that a biased result had been reported to the physician. The customer reported that the patient was not harmed as a result of the reported event.